Event description:
It was reported that during a laparoscopic cholecystectomy the surgeon used the device to clip eh cystic artery and duct and on the 7th firing the clip did not close all the way. He then fired another clip and finished the procedure without incident and with no pt consequence.